Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that patient saw a splash screen on that patient programmer and that their patient programmer does not work and noticed it when they wanted to make adjustments. Patient confirmed they were using high energy (B)(6) batteries with the patient programmer. Pat agent reviewed recommended batteries with the patient and patient stated that they will go out and get some new alkaline (B)(6) batteries and call patient services back if necessary. Patient also stated that they wanted to rise stimulation intensity because they have been going to the bathroom frequently and that they have a uti and was on antibiotics. No further complications were noted or anticipated